Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation due to the pod adhesive causing excessive itching, scabs and sores had occurred while wearing the pod between 5 and 24 hours. The patient was prescribed antihistamines for treatment.